Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) female. Medical history included hypertension. History of previous drug adverse reaction and family drug reaction was none. Concomitant medications included valsartan for hypertension. The patient received insulin lispro (humalog; unknown formulation and lot) via humapen ergo I, at 20 units in the morning and 22 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2004. Beginning on (B)(6) 2015, time to onset 11 years, the patient was hospitalized as the control of blood glucose was not good. The detail onset date of the blood glucose was not good and the blood glucose values at the time of the hospitalization were not remembered. There was no change in treatment regimen (prior to the event) and the patient had no event potentially associated with hyperglycemia. During hospitalization the dose was changed to 8 in the morning, 8 units at noon, and 8 units at night. On (B)(6) 2015, the inpatient physician started the patient on insulin glargine at 15 units before sleep, subcutaneously, for the treatment of diabetes. On (B)(6) 2015, 22 days after begin admitted to the hospital, the patient was discharged. The diagnosis at discharge was type I diabetes. On (B)(6) 2015, the screw rod on the patients humapen ergo I was broken (product complaint unknown/lot number 0336). The humapen ergo I had been used since 2004, eight years past the recommended three years. Current to the follow-up report, date of (B)(6)2015, the patients postprandial blood glucose was around 7 to 8 (units were not provided). Event outcome was recovering. Use of insulin lispro was continued. The patient was the user of the device. The training status was not provided. General and suspect device duration of use was 11 years. If device is returned, evaluation will be performed. The reporting consumer assessed the event as related to insulin lispro. Upon follow-up ((B)(6)2015), the reporting consumer did not know the relatedness. Update (B)(6) 2015: upon review of this case on (B)(6) 015, the case was opened to updated the medwatch fields for regulatory reporting. Update (B)(6) 2015: follow-up was received from the initial consumer reporter on (B)(6) 2015. Added postprandial blood glucose value of around 7 to 8. Changed as reported causality from yes to unknown. Updated the narrative with new information. Update (B)(6) 2015: additional information was received from the affiliate on (B)(6) 2015 that included a product complaint number. Narrative was updated.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 22jul2015. Evaluation summary a patient reported that the injection screw on her humapen ergo device was broken. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient had used the device for 11 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the complaint which led to abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) female. Medical history included hypertension. History of previous drug adverse reaction and family drug reaction was none. Concomitant medications included valsartan for hypertension. The patient received insulin lispro (humalog; unknown formulation and lot) via humapen ergo I, at 20 units in the morning and 22 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2004. Beginning on (B)(6) 2015, time to onset 11 years, the patient was hospitalized as the control of blood glucose was not good. The detail onset date of the blood glucose was not good and the blood glucose values at the time of the hospitalization were not remembered. There was no change in treatment regimen (prior to the event) and the patient had no event potentially associated with hyperglycemia. During hospitalization the dose was changed to 8 in the morning, 8 units at noon, and 8 units at night. On (B)(6) 2015, the inpatient physician started the patient on insulin glargine at 15 units before sleep, subcutaneously, for the treatment of diabetes. On (B)(6) 2015, 22 days after begin admitted to the hospital, the patient was discharged. The diagnosis at discharge was type I diabetes. On (B)(6) 2015, the screw rod on the patients humapen ergo I was broken (product complaint unknown/lot number unknown). The humapen ergo I had been used since 2004, eight years past the recommended three years. Current to the follow-up report, date of 17jun2015, the patients postprandial blood glucose was around 7 to 8 (units were not provided). Event outcome was recovering. Use of insulin lispro was continued. The patient was the user of the device. The training status was not provided. General and suspect device duration of use was 11 years. The device was not returned. The reporting consumer assessed the event as related to insulin lispro. Upon follow-up (17jun2015), the reporting consumer did not know the relatedness. Update 17jun2015: upon review of this case on 17jun2015, the case was opened to updated the medwatch fields for regulatory reporting. Update 17jun2015: follow-up was received from the initial consumer reporter on 17jun2015. Added postprandial blood glucose value of around 7 to 8. Changed as reported causality from yes to unknown. Updated the narrative with new information. Update 19jun2015: additional information was received from the affiliate on 19jun2015 that included a product complaint number. Narrative was updated. Update 22jul2015. Additional information received 21jul2015 from the global product complaint system. To the device tab added device specific safety summary, updated the EU/ca fields, medwatch fields and the narrative accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.